Event description:
Clinical narrative: an impella cp device was inserted via the right femoral artery in a 66 year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage b. The patient was noted to be on inotropes and vasopressors for hemodynamic support. The patient¿s medical history is notable for diabetes mellitus. During support, left ventricular thrombus was identified on echocardiographic imaging, and the heart failure team was made aware. There were no reported plans to remove the device as the patient is dependent on impella support. On support, the impella cp device was operating at performance level 2 with expected flows of approximately 2.1 liters per minute. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. At the time of reporting, the patient remains on impella support with no additional adverse events noted. The impella was successfully weaned and explanted with no additional adverse events noted to the patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.